Event description:
The customer reported that the insulin pump alarmed and the drive support cap was sticking out. The blood glucose reading was 289mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to prime during the prime test due to protruded/loose drive support disk.